Manufacturer narrative:
Examination of the returned devices and x-rays confirms the reported material fracture. A bilateral ap x-ray image of the knees was received. The date of the x-ray is unknown. The x-ray shows bilateral total knee replacements. The left knee has a fracture in the femoral stem, coinciding with a fracture of the femur. Depuy materials evaluation determined the component fractured due to low stress, high cycle fatigue. No material defects or inclusions were noted that would have contributed to the crack initiation or propagation. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records found no related manufacturing deviations or anomalies that would have contributed to the reported event. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Stem of a tumoral prosthesis got broken. Patient goes to the hospital with the stem broken